Event description:
As reported, during testing this swan ganz catheter, the balloon did not deflate at all. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. Finally, no product was returned for evaluation despite various attempts. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process a balloon inspection is performed for the units and free deflation time requirements are established for all models.